Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head comes off in mouth - oral-b [device breakage] loose - oral-b [device connection issue] case narrative: consumer via phone stated that the oral-b toothbrush head came off in their mouth and was very loose on the oral-b toothbrush. No injury was reported.

Manufacturer narrative:
On 27-jan-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head comes off in mouth - oral-b [device breakage]. Loose - oral-b [device connection issue]. Case narrative: consumer via phone stated that the oral-b toothbrush head came off in their mouth and was very loose on the oral-b toothbrush. No injury was reported. On 14-jan-2025 case update from information initially received on 13-dec-2024: the suspect product was oral-b power rechargeable toothbrush handle 4736. No injury was reported.